Event description:
It was reported that the compressor in the simplygo device did not run. There was no reported patient harm. The device was returned to a third-party service center for evaluation. The evaluation found that the compressor worked within normal parameters. The unit did not work because the pca was burned. In addition, the sieve canister was clogged, and the inlet filter was replaced due to preventative maintenance. The device has been serviced, inspected, and tested, and met acceptance criteria in accordance with all of the applicable customer requirements. In previous reports of similar events, the compressor was not running and burnt pca. The pca was forwarded to the philips pil lab to further investigate ¿no power/thermal.¿ the allegation was confirmed, and the compressor fet circuit was found to be shorted to ground (manufacturer reference number (B)(4)). The faulty unit referenced in this report will be returned to pil for further investigation. Should additional relevant information become available, a supplemental report will be submitted.